Event description:
It was reported, the video system center image was heavily disturbed with endoeye and camera, and had the scope communication error (e226). The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The costumer reported that the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation and associated h6 coding. Additionally, the following fields were updated: b5, d8, d9, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) year since the subject device was manufactured. The device was returned to olympus for inspection and the costumer complaint was not confirmed. Based on the results of the investigation, and as the reported disturbed image/error e226 issues could not be reproduced, root cause could not be determined. Olympus will continue to monitor field performance for this device.